Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at (B)(4). The pump passed tone check and vibrate check during self test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, scratched serial number label, scratched keypad overlay, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The original battery cap was received slightly damage with 1 broken off heat stake post. There were no boluses listed on the event date 26-sep-2022 in the pump history file. Please see below for the daily total of all insulin delivered on the event date 26-sep-2022. (B)(6) 2022 00:00:00.000 dailytotals dailytotalcollectionstarttime = (B)(6) 2022 00:00:00.000 dailytotalofallinsulindelivered = 49.1 dailytotalofbasalinsulindelivered = 49.1 dailytotalofbolusinsulindelivered = 0 there were no auto suspend (12) alarm noted in the pump history file. Please see below for the user suspended alarm noted on the event date 26-sep-2022 in the pump history file. (B)(6) 2022 15:10:20.000 insulindeliverystopped reasonforinsulindeliverysuspension = user suspended (B)(6) 2022 23:40:47.000 insulindeliverystopped reasonforinsulindeliverysuspension = user suspended please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 26-sep-2022 in the pump history file. (B)(6) 2022 12:15:00.000 alarmalertnotification faultnumber = no delivery after estimate zero (8) - during basal (B)(6) 2022 12:25:00.000 alarmalertnotification faultnumber = no delivery after estimate zero (8) - during basal (B)(6) 2022 17:07:00.000 alarmalertnotification faultnumber = no delivery after estimate zero (8) - during basal (B)(6) 2022 17:17:00.000 alarmalertnotification faultnumber = no delivery after estimate zero (8) - during basal the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No delivery alarm not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Audio/vibrate/absence of alarm anomalies not confirmed. Battery cap damage confirmed during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 589 mg/dl at the event and reported an issue with the pump and no pump alarms. The customer was hospitalized and treated with an intravenous drip. The customer experienced symptoms such as nausea and vomiting. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported high blood glucose event. Troubleshooting was performed and found that the auto mode feature was not active at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump. The pump will not be returned for analysis.